Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. The lead was tested with patient isometrics and additional maneuvers which revealed normal shock impedance measurements. The shock impedance alert was reset and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.